Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had needle broke. The customer¿s current blood glucose level was 200 mg/dl at time of incident. The customer stated that the sensor was splitting and it was reported that when they pulled sensor out and the copper part inside her body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump, connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, visually found sensor with cannula bent (cannula found in full during analysis). Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to performed or reproduce skin irritation in lab. (B)(4).